Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device and customer was unable to obtain readings. As a result, customer "felt high" and "had a corrected dose" and then subsequently began experiencing hypoglycemia with symptoms of confusion, feeling unwell, and seizure. Customer was unable to self-treat and had contact with an hcp who provided unspecified treatment, however no details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.